Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records received. After review of medical records the patient was revised due to pain and elevated metal ions. Operative note reported straw colored fluid present in the joint and slightly murky consistent with adverse reaction to metal debris, hypertrophic synovium, pseudotumor, hemosiderin stain, metal staining and some trunnionosis. There was some trunnoinosis and metal debris on the trunnion itself. Another event was reported a competitor head would not stay on the trunnion due to adaptor sleeve size was the wrong size to fit on the trunnion. However, decided not to removed the well fixed stem which may add another hours to the case. The head component that did not fit appropriately during revision was temporary left in the patient and proceeded to a second stage procedure to re-implant the correct sized femoral head (competitor). Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip.